Manufacturer narrative:
Product complaint : (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : the complaint device was received and evaluated. The complaint alleging the out of box failure cannot be confirmed. It was observed that the upper jaw was deformed as indicated by the customer. However, the laser lines of the device were slightly faded and small scratches and nicks were present on the surface of the handle. Also, there appeared to be slight water marks along the surface of the device indicating that the device had been reprocessed previously. It is most likely that the device has dropped or mishandled on a hard surface therefore causing the jaw to deform. The other cosmetic defects observed were most likely caused by normal wear of the device after being reprocessed. However, given the information provided we cannot discern a definitive root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance was identified. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure, but prior to use on the patient, the expressew iii without hook was removed from the packaging and the jaws were bent. The sales rep stated that the gun would not release the needle due to the bent jaws. The case was completed with another like-device with no patient harm or delay. The device is being returned for evaluation.